Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis. The event was manifested by vomiting, abdominal pain, and cloudy effluent. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for bacterial peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for bacterial peritonitis. Dianeal therapy remained ongoing. Sixteen days after admission, the patient was deemed recovered and discharged from the hospital that same day. No additional information is available.